Event description:
According to the reporter: occurred during a esophagectomy / gastric tube procedure. For the gastric tube reconstruction at the esophagectomy, the surgeon fired the circular stapler. However, the donut tissue was found on the anvil side only. The surgeon checked the anastomosed tissue from inside with a finger. The tissue seemed to be stapled. The surgeon additionally sutured all around the tissue. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.